Event description:
Ems personnel were attending to an unresponsive pulseless, apneic pt down in the front yard. Bystander cardiopulmonary resuscitation was in progress and the device was attached. The pt was diagnosed to have a ventricular rhythm at 20-30 beats per min/ without pulse. External pacing was initiated and allegedly the device continuously displayed a leads message and would not pace. The operator checked all electrode/cable connections and could not discern a reason for the message. The pt was not resuscitated.